Event description:
Complainant reported that they ran out of water in the syringe and were not prepared with a secondary syringe to replace it. This caused an increase in treatment time by 23%. A secondary syringe is provided with each procedure accessory pack.